Event description:
Rn mixed trelstar injection and went to administer. Rn inserted needle into patient, went to dispense medication and plunger would not depress. Rn had to remove needle, place new needle and insert needle into patient again causing patient to have 2 needle sticks instead of 1 due to malfunctioning device.